Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/may/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed 1 opening assessed as fold flow opening. As per the investigation procedure, creases and particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Event description:
Healthcare professional reported a right side deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device explanted.